Manufacturer narrative:
Device manufacture date from january 6, 2017 to january 10, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a small volume infusor. The reporter stated that there was some clear drops noticed on the outer pouch and tip of the primed line of the device. The device was filled with 3300 mg of fluorouracil hs in 0.9% of sodium chloride. There was no patient involvement. No additional information is available.